Manufacturer narrative:
A ge service representative performed an on site investigation. The system will be monitored. No additional information is unavailable.

Event description:
The customer reported, the system locked up. No report of patient injury.